Event description:
It was reported that the ilet pump became intermittently unresponsive to the wake button and only functioned while on the charging cradle, and the enclosure halves were separating with the case holding them together, consistent with a hardware issue involving screen/bezel or housing separation. Symptoms included hyperglycemia, with an highest reported glucose of ¿high¿ on the pump and a confirmatory fingerstick of 414 mg/dl, and the user feeling unwell without specific symptoms. Outcomes included the user being outside the target range for several hours overnight, performing ketone testing with a small positive result, and using manual injection therapy for correction without hospitalization or professional medical intervention. Investigation included troubleshooting and education, data synchronization guidance, and instructions to shut down the device to prevent further alerts. Investigation of this case revealed physical separation of the device housing consistent with screen bezel or case integrity failure leading to unresponsive controls unless powered via cradle, with no associated alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical enclosure failure of the device housing.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.